Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited an out of range shock impedance measurement. The field representative performed limb manipulation and could not produce noise. There has been no inappropriate therapy. Boston scientific technical services (ts) recommended further testing to confirm lead integrity. The patient will be scheduled for a defibrillation threshold (dft) test soon. There were no adverse patient effects reported. Additional information was received that the lead was tested and replaced due to the out of range impedance measurements. The lead was cut and partially explanted and a new lead successfully implanted. There was no evidence of fracture observed on fluoroscopy. There were no additional adverse patient effects reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.